Event description:
Literature was reviewed regarding a case report of culture negative endocarditis. The authors described a patient who presented with symptoms of fever, chills, cough, fatigue, and night sweats for three weeks. The skin of the face, neck, and back was notable for comedones. Aerobic and anaerobic cultures of the facial acne were positive for propionibacterium acnes. Aerobic and anaerobic blood cultures were negative after multiple tests. Transthoracic echocardiogram (tte) showed one of the leads with a mass near the tricuspid valve. The tricuspid valve had a mass close to the septal leaflet which induced mild regurgitation. Antibiotics were started but they did not treat the symptoms. Due to vegetation size and no response to antibiotics, they decided to extract the implantable cardioverter defibrillator (ICD) and leads. Angiovac debulking was performed. The device pocket was opened, and cultures of the pocket were sent. The right atrial (ra) and right ventricular (rv) leads were transected and removed by direct manual traction alone. Then the ICD was removed from the pocket. Six days after procedure, aerobic and anaerobic cultures of the vegetation fragments grew p. Acnes. Device pocket cultures did not grow any organisms. The status of the device and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: percutaneous thrombectomy assisted lead extraction: successful diagnosis and treatment in a case report of culture negative endocarditis. European heart journal - case reports. 2025. 9, ytaf086. Doi: 10.1093/ehjcr/ytaf086 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.